Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('unusual bleeding') and pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: dye test was performed. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pelvic pain (seriousness criterion medically significant). In 2012, the patient experienced back pain ("back pain") and flank pain ("side pain"). In 2013, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), migraine ("severe migraines") and menstruation irregular ("unusual menstrual cycle"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, migraine and menstruation irregular outcome was unknown and the back pain, flank pain and arthralgia had not resolved. The reporter considered abdominal pain lower, arthralgia, back pain, flank pain, genital haemorrhage, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: left: 3 residual coils right: 8 coils projecting into the cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the preliminary film demonstrates the two devices within the areas of the fallopian tubes; on (B)(6) 2009: coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('unusual bleeding') and pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: dye test was performed. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pelvic pain (seriousness criterion medically significant). In 2012, the patient experienced back pain ("back pain") and flank pain ("side pain"). In 2013, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), migraine ("severe migraines") and menstruation irregular ("unusual menstrual cycle"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, migraine and menstruation irregular outcome was unknown and the back pain, flank pain and arthralgia had not resolved. The reporter considered abdominal pain lower, arthralgia, back pain, flank pain, genital haemorrhage, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: left: 3 residual coils right: 8 coils projecting into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the preliminary film demonstrates the two devices within the areas of the fallopian tubes; on (B)(6) 2009: coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Case was upgraded to incident. Events back pain, flank pain and joint pain were added. Lot number added. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.